Event description:
Reportedly on (B)(6) 2023 the patient underwent treatment for popliteal arterial aneurysm in which a gore® viabahn® endoprosthesis with propaten bioactive surface was used. According to reports, after deploying the device for 1cm, the physician noticed that the wire broke and the device was removed without any harm to the patient. Reportedly there was no friction during the insertion of the viabahn to the introducer sheath and no arterial tortuosity was detected. According to the most recent information, the physician had to pull seriously because the whole delivery system was stuck.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code 13: further information related to the procedure, the incident and the patient condition was requested from the hospital and were captured in the adverse event description. H6 code b14: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H6 code b01: the device was returned to gore for examination, the investigation result will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Emdr section h6 codes updated to reflect results of investigation. Upon further review of this complaint, alleged deployment line breakage was observed immediately, resulting in removal of deployment line and no device expansion occurring. This event no longer meets the criteria of a reportable incident and will be processed as such.